Event description:
It was reported that the neck of the implant at tooth site 46 fractured. Implant was removed with an implant removal tool. Patient will return to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k011028/k013227.